Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a bad display was confirmed and reproduced. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter?s investigation a follow up med watch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a bad display, which could have caused an interruption of delivery. The reported condition occurred during power up in the biomed service department. There was no patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.